Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch form # (B)(4).

Event description:
User facility medwatch report received that states, "describe the event or problem: lever on proglide broke after insertion into patient. No pt harm. What was the original intended procedure? : electrophysiological studies and ablation". No additional information was provided.